Event description:
Follow-up information identified the patient is experiencing soreness from the surgical procedure.

Event description:
Follow up information identified it is believed the ipg site pain has subsided. The patient is much better and the site remians tender but that is related to surgical intervention. Therapy has been restored and the ipg site pain has resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pain at the ipg site. The patient recently lost 125 lbs. Which was the cause of the pain at the ipg site. The patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced. Postoperatively, therapy has been resumed.